Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of the device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic angiogram. Reportedly, the starclose se shaft and hub would not lock into the body of the device. There was pulsatile bleeding around the device. The shaft and hub could not be removed from the body of the device. All starclose se parts were removed together. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is reported as not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the starclose se sheath was inserted and did not seem to have a valve to stop bleeding. There was pulsatile bleeding present. The starclose se device was removed from the anatomy. The method of achieving hemostasis was not provided. No additional information was provided.